Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced bleeding and irritation with the infusion set. It was also reported was hospitalized on (B)(6) 2015 with high blood glucose. Customer's blood glucose was 948 mg/dl at the time of admission. The customer stated they felt weak and had a skin infection, leading to their hospitalization. The customer was treated with an IV of fluids and insulin by syringe. The customer also reported another hospitalization event on (B)(6) 2015. Customer's blood glucose was 706 mg/dl at the time of admission. The customer reported the cause of their hospitalization was from diabetic ketoacidosis. The customer was admitted into the intensive care unit during this incident. The customer was treated with an insulin drip and magnesium. The customer reported disconnecting from the insulin pump prior to the second hospitalization event. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.